Manufacturer narrative:
The reported event was addressed with phone support. A technical support engineer (tse) suggested that the issue might be related to the third-party tool connected to the generator. Once the tool was disconnected, the issue got resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to the third-party tool connected to the generator.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the site had an issue with the integrated electrosurgical unit (iesu), being activated by itself. It was suggested to check the pedals in the vision side cart (vsc), which they took out of the drawer, but the issue persisted. Furthermore, it was explained it could be related to the third-party tool connected to the generator, so they disconnected it, and the issue did not appear again. It was stated that the customer powered the system on and there was no further issue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument was not in contact with tissue, it stopped working and there was no thermal damage to the tissue.